Event description:
The patient was being positioned and lined up for his fourth stereotactic body radiation therapy (sbrt) treatment. The patient was positioned on the couch using his vac-lok cushion and other positioning aids. When the radiation therapist attempted to confirm the patient's placement to his original CT simulation, the patient was not aligned. Upon re-entering the vault to make positioning adjustments, it was noted that the vac-lok cushion had deflated. There was no hole or leak point noted on the vac-lok. The patient had to be restimulated prior to moving forward with the fourth sbrt treatment. The vac-lok was disposed of by staff. There was no harm to the patient.